Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during unpackaging inadvertent mishandling resulted in the distal sheath to slightly retract from the base of the tip and inadvertently prematurely deploy the stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed reports, additional information was provided by the site, indicating that the supera stent did not enter the patient anatomy; however, it cannot be confirmed that the stent delivery system was not on the guide wire when the stent partially deployed and flowered. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The 5.5x120 mm supera self expanding stent system (sess) was advanced to the lesion and the stent partially deployed. The device was removed from the anatomy and a new supera sess was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.